Manufacturer narrative:
Retainer ring black. On (B)(6) 2022 customer called in with the following concern: found that customer was getting a insulin pump error 130 message. P-cap locked in place properly during testing. Device was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No insulin pump error 130 alarm noted during testing. However, on alarm detail review screen device recorded insulin pump error 130 on (B)(6) 2022. Insulin pump error 130 was also recorded on adapt tool on (B)(6) 2022. No similar alarms were recorded around event date. Device was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. However, moisture damage noted on motor flex connector noted during visual inspection. Device received with cracked case(battery tube) and cracked battery tube threads. In conclusion no pump error alarm 130 was noted during testing. However, moisture damage was noted on motor flex connector during visual inspection. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed hall sensor count alarm. Customer was able to clear the alarm and rewind the insulin pump. The displacement test was passed. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.